Manufacturer narrative:
The company received notification on (B)(6) 2020 for a system handle in which the proximal cap fractured from the body of the instrument while the surgeon was striking it with the mallet. There were no known patient complications associated with this complaint. A visual assessment of the returned handle showed an instrument with repeated use, as identified by worn laser markings and surface scratches. The proximal cap of the returned handle was fractured from the body of the instrument and not returned. The proximal cap of the system handle is a t-shaped plug that is secured into the end of the handle, surrounded by a silicone handle. An impact to the edge of the cap may cause the cap to flex on the silicone handle and result in a fractured cap. The condition of the proximal cap could not be confirmed due to it not being returned for complaint assessment. The complaint investigation suggests the possibility that the edge of the cap was impacted, resulting in an instrument malfunction.

Event description:
The company received notification on (B)(6) 2020 for a system handle in which the proximal cap fractured from the body of the instrument, while the surgeon was striking it with the mallet. There were no known patient complications associated with this complaint.